Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and failed back syndrome. It was reported that about two years ago, the pump had run out of medication and the patient was hospitalized. No further issues were reported or anticipated.